Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during insertion of the cup, the threaded bolt broke.

Manufacturer narrative:
Concomitant medical product:- shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners catalog#: 00875705001 lot#: 63415648. Complaint sample was evaluated and the reported event was confirmed. An offset inserter was returned and evaluated against the complaint. The inserter experienced a potential field service lifetime of 9.5 years. The strike plate shows signs of repeated use. The screw is fractured at the base of the shaft. DHR was reviewed and no discrepancies were found. This failure mode has been addressed in a previous investigation which increased the strength against this failure mode. This bolt was manufactured before the design change. Therefore, this is determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends